Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear to the enclosure, tank cover, block assembly and line cord. The pcb and power switch were both outdated. During the evaluation of the device, the issue was able to be replicated and it was determined that the pcb was not calibrating properly which was causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warming device was not heating correctly. There were no reported adverse events.